Manufacturer narrative:
(B)(4): the customer reported that the display was defective. A philips field service engineer evaluated the device. Reseating the internal connector resolved the issue. We are considering this a malfunction resulting from an incomplete electrical connection.

Event description:
The customer reported that the display was defective.